Manufacturer narrative:
(B)(4). UDI (B)(4). Reported implant migration/loosening event confirmed due to x-rays received from the customer. DHR was reviewed and no related manufacturing discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient underwent a right total hip arthroplasty and presented six weeks later with right hip pain and discomfort. Cephalad migration of the acetabular component with loosening and acetabular component failure was identified and the patient was revised. No further information is available.